Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead helix could not be deployed. It was noted that the helix appeared to be too close to the side of the lead and elongated. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.